Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a line through the display screen. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: on investigation, the pump powered on with a vertical line through the display screen caused by missing pixels. The pump was opened for inspection and revealed a defective display flex (wire). Investigation duplicated the complaint.